Event description:
The customer reported a drive tube leak. Name of complainant: same as reported. Customer reported at 154 ml wbp that the bowl + drive tube came loose. This resulted in a leak and damage inside the centrifuge and leak detector sensor. Service order# (B)(4) was dispatched for inspection of the instrument. The customer returned the smart card for investigation.

Manufacturer narrative:
A review of lot file a329 shows (B)(4) for extended bi incubation. There were no alarm types associated with this event reported. This lot met all release requirements. A review of complaints received for lot a329 was performed. There was (B)(4) other complaint reported for a drive tube leak at the time of investigation for this lot. Service order# (B)(4) feedback: major failure in centrifuge frame, the assembly out of sync. Parts ordered and tried until it was established that the centrifuge has moved out of line by 180 degrees. Re-aligned centrifuge assembly, check out procedure performed and this has now returned machine to its intended use. The returned smart card was received for analysis. No kit was returned. Review of the smart card data confirms the blood leak warning occurred. The smart card data cannot determine a root cause for the leak. A more thorough investigation could have been conducted if the kit had been returned. Without a kit to inspect, no root cause for the complaint could be determined. No further analysis will be performed or corrective action taken. Complaints of this nature are monitored through tracking and trending. Should a trend arise, further action will be taken. (B)(4). Refer to CAPA# (B)(4).